Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 2017865-2022-50495 and 2017865-2022-50496. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead the atrial (ra) lead and the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was unknown.

Manufacturer narrative:
Correction: this report is to retract MDR-2022-56878 submitted on (B)(6) 2022. The event of noise oversensing which was addressed by reprogramming is a nonreportable complaint.